Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
On the morning of (B)(6) 2013, a peritoneal dialysis patient identified a leak after treatment when the patient was breaking down the machine. The leak was located in the cassette door and the base of the cycler. The patient dried the solution with some gauze and continued to use the machine for the next two treatments. No prophylactic antibiotics were used. The patient's effluent was clear. The sample was discarded.